Event description:
While performing a diagnostic thoracoscopy with biopsy, the surgeon was using the ethicon echelon flex powered plus stapler (ref: psee45a; lot: a000441p00). While the stapler was in use, the stapler reload separated from the jaw and caught a piece of the lung. Upon noticing this, the surgeon immediately stopped using the stapler. There was a very minor injury to the lung as it tore a portion of it as it was removed. This didn't change anything in the further operation or post-operative care - it would heal spontaneously and he had a chest tube placed anyway. The next morning the ethicon rep josh was notified and he came into look at the stapler. He brought multiple reloads in and tested the stapler. The stapler worked fine and josh stated that the reload that was placed was simply not seated properly or it would have never separated. Those reloads are very hard to come apart once seated properly. The rep took the stapler.